Event description:
It was reported to medtronic neurosurgery that the pt was implanted with the strata ii valve in (B)(6) 2015. According to the report, the pt's ventricle chamber was small after the surgery. It was reported the doctor adjusted the valve to pressure level settings 1.5, 2.0 and 2.5, but the pt's condition did not change. It was also reported the pt go an x-ray on (B)(6) 2015 and the valve was at pressure level setting 0.5. Reportedly, the doctor decided to replace the device after a period of time.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100 percent tested at the time of manufacture.